Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12822. It was reported the pt lost stimulation coverage from his occipital leads (off-label use) due to migration. The physician removed and replaced the leads. Follow-up determined the pt has effective stimulation coverage.